Event description:
The pt experienced an increase in stimulation sensation and shooting. At times the pt felt no stimulation. Electrode combination 0-4 were greater than 10,000 ohms. Therapy was delivered using the #4 electrode. The lead was placed cervically. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4): reason for late MDR due to implementation of process improvement.